Manufacturer narrative:
Additional device product codes: kwp;nkb;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had a primary plif (l3/4/5) performed on (B)(6) 2015. On an unknown date it was found that the patient had suffered from adjacent degenerative scoliosis. On (B)(6) 2021 the patient is scheduled to undergo a revision procedure (interbody fusion at l2/3). No further information is available. This report is for 1 viper system cannulated extended tab poly screw 5.5 x 7.0 x 45mm. This is report 1 of 6 for complaint (B)(4).